Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inserted the catheter through an (advanced venous access device). When the clinician tried to adjust the catheter, model # d205hf7 catheter got stuck between #1 and #2 electrode and it was difficult to remove the catheter from ava. Ava device was discarded. No pt complications were reported.